Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60 indicating that 1002 "blower temperature too high" and 1122 "blower temperature high" alarm errors occurred during performance verification testing (pvt). It was reported that there was no patient involvement at the time the issue was discovered, and the device was removed from service. The biomedical engineer (bme) called technical support to report that 1002 "blower temperature too high" and 1122 "blower temperature high" alarm errors occurred during performance verification testing (pvt). The remote service engineer (rse) informed the bme that the latest version of the service manual. The rse also recommended that the bme should order a replacement blower for repair. The investigation is ongoing.

Manufacturer narrative:
The biomedical engineer (bme) called technical support to report that 1002 "blower temperature too high" and 1122 "blower temperature high" alarm errors occurred during performance verification testing (pvt). The remote service engineer (rse) informed the bme that the latest version of the service manual is version. The rse also recommended that the bme should order a replacement blower for repair. Per good faith effort (gfe) response, the bme mentioned that no troubleshooting was performed, but the alarm errors were confirmed. The bme also stated that the replacement blower was ultimately ordered-- after performing the blower replacement, the bme verified that the device was repaired, and the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time.